Manufacturer narrative:
Due diligence for this event is executed. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection, it was observed that there was discoloration on the light guide lens glue and it was also peeled. This is attributed to an user handling issue of a shock caused by dropping and knocking the device to a hard surface or object. The intermittent image was not observed. The user¿s complaint of intermittent image was not confirmed. Incidental observations was leaking under the cap and at the riser forcep o-ring.

Event description:
As reported for this event, during an unknown procedure the device yielded intermittent image, the screen darkened and had static lines. There is no harm or adverse impact to patient or anyone else.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device was shipped in accordance with specifications. The device was repaired in february 2020 and june 2020. The cause of glue damage would be deterioration from chemical which was used during reprocessing. The instructions for use includes the following statements: maintenance management : the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and / or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but s¬should be inspected by following section 5.1, ¿troubleshooting guide¿ on page 66. If the irregularity is still observed after inspection, contact olympus. Maintenance of the forceps elevator has to be performed according to chapter 6, ¿inspection schedule related to forceps elevator¿ in the manual. Inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities. Detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands of detergent solutions that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.